Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. E24124) inserted. The case describes the occurrence of abdominal pain lower ('left lower quadrant pain that radiates to left lower back') and pelvic pain ('pelvic pain'). The occurrence of additional non-serious events is detailed below. The subject's medical history included cryocautery of cervix (for continued post-coital bleeding/cervicitis) on (B)(6) 2018, hematuria on (B)(6) 2018, abdominal pain and uterine bleeding. Previously administered products included for an unreported indication: depo-provera in (B)(6) 2018, depo-provera in (B)(6) 2018 and depo-provera in (B)(6) 2018. Past adverse reactions to the above products included coital bleeding with depo-provera; uterine haemorrhage with depo-provera; and vaginal haemorrhage with depo-provera. Concurrent conditions included cervicitis. Concomitant products included anesthetics, general from (B)(6) 2018 to (B)(6) 2018 for anesthesia and clindamycin hydrochloride (cleocin) for cervicitis. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced abdominal pain lower (seriousness criteria medically significant and intervention required), 1 month 21 days after insertion of fallopian tube occlusion insert. On (B)(6) 2018, the subject experienced folliculitis ("folliculitis (right axilla)"). On an unknown date, the subject experienced pelvic pain (seriousness criterion medically significant) and cervicitis ("cervicitis"). The subject was treated with surgery (salpingectomy via laparoscopy and salpingectomy via laparoscopy (removal of essure)). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the abdominal pain lower had resolved. On (B)(6) 2018, the folliculitis had resolved. At the time of the report, the pelvic pain and cervicitis had resolved. The investigator considered cervicitis, folliculitis and pelvic pain to be unrelated to fallopian tube occlusion insert. The investigator considered abdominal pain lower to be related to fallopian tube occlusion insert. The reporter commented: she received a depo-provera injection in (B)(6). On (B)(6) 2018 she had the essure procedure performed. On (B)(6) she was complaining of intermittent spotting. This was attributed to the depo-provera injection. On (B)(6) she was seen at her primary care physician complaining of left upper quadrant pain and hematuria. She stated that this discomfort in the left upper quadrant left flank started several days after essure procedure. On (B)(6) 2018 she saw general surgery now complaining of left lower quadrant pain radiating to her lower back. On (B)(6) she was seen by investigator complaining of post-coital spotting and abnormal uterine bleeding. Again the abnormal uterine bleeding was attributed to the depo-provera injection she received in january.the post-coital spotting was felt to be secondary to cervicitis. On (B)(6) she was again seen complaining now of persistent left lower back pain and left upper quadrant pain and now recent onset right lower quadrant discomfort; essure device removal was requested and she underwent a laparoscopic bilateral salpingectomy on (B)(6) 2018. On (B)(6) she was seen for her postoperative check and she stated that there was complete resolution of the pain. She however continued to experience abnormal uterine bleeding and post-coital spotting. She underwent a saline infusion hysterosonography which revealed an endometrial polyp; she underwent a hysteroscopy polypectomy on (B)(6) again with resolution of the bleeding. The investigator was not sure if the device was the cause for her pain; again, initially she stated that this was left upper quadrant and left flank pain. She stated this arose several days after the essure procedure was performed; investigator suspicion is that she had a kidney stone. The investigator believe the device was not the cause for her pain, especially considering the onset of pain was left flank, however, according to patient, her pain subsided once device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: negative. Urine analysis - in (B)(6) 2018: hematuria. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: severity and reporter causality updated to related for left lower quadrant pain. Severity updated for cervicitis. Event uterine haemorrhage was deleted. Event folliculitis (right axilla) added. On 28-feb-2020: no further information could be obtained. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. E24124) inserted. The case describes the occurrence of abdominal pain lower ('left lower quadrant pain that radiates to left lower back') and pelvic pain ('pelvic pain'). The occurrence of additional non-serious events is detailed below. The subject's medical history included cryocautery of cervix (for continued post-coital bleeding/cervicitis) on (B)(6)2018, hematuria on (B)(6)2018, abdominal pain and uterine bleeding. Previously administered products included for an unreported indication: depo-provera in (B)(6)2018, depo-provera in (B)(6)2018 and depo-provera in (B)(6)2018. Past adverse reactions to the above products included coital bleeding with depo-provera; uterine haemorrhage with depo-provera; and vaginal haemorrhage with depo-provera. Concurrent conditions included cervicitis. Concomitant products included anesthetics, general from (B)(6)2018 to (B)(6)2018 for anesthesia and clindamycin hydrochloride (cleocin) for cervicitis. On (B)(6)2018, the subject had fallopian tube occlusion insert inserted. On (B)(6)2018, the subject experienced abdominal pain lower (seriousness criteria medically significant and intervention required), 1 month 21 days after insertion of fallopian tube occlusion insert. On (B)(6)2018, the subject experienced folliculitis ("folliculitis (right axilla)"). On an unknown date, the subject experienced pelvic pain (seriousness criterion medically significant) and cervicitis ("cervicitis"). The subject was treated with surgery (salpingectomy via laparoscopy (removal of essure). Fallopian tube occlusion insert was removed on (B)(6)2018. On (B)(6)2018, the abdominal pain lower had resolved. On (B)(6)2018, the folliculitis had resolved. At the time of the report, the pelvic pain and cervicitis had resolved. The investigator considered cervicitis, folliculitis and pelvic pain to be unrelated to fallopian tube occlusion insert. The investigator considered abdominal pain lower to be related to fallopian tube occlusion insert. The reporter commented: she received a depo-provera injection in january. On (B)(6)2018 she had the essure procedure performed. On (B)(6) she was complaining of intermittent spotting. This was attributed to the depo-provera injection. On (B)(6) she was seen at her primary care physician complaining of left upper quadrant pain and hematuria. She stated that this discomfort in the left upper quadrant left flank started several days after essure procedure. On (B)(6)2018 she saw general surgery now complaining of left lower quadrant pain radiating to her lower back. On (B)(6) she was seen by investigator complaining of post-coital spotting and abnormal uterine bleeding. Again the abnormal uterine bleeding was attributed to the depo-provera injection she received in (B)(6).the post-coital spotting was felt to be secondary to cervicitis. On (B)(6) she was again seen complaining now of persistent left lower back pain left upper quadrant pain and now recent onset right lower quadrant discomfort; essure device removal was requested and she underwent a laparoscopic bilateral salpingectomy on (B)(6)2018. On (B)(6) she was seen for her postoperative check and she stated that there was complete resolution of the pain. She however continued to experience abnormal uterine bleeding and post-coital spotting. She underwent a saline infusion hysterosonography which revealed an endometrial polyp; she underwent a hysteroscopy polypectomy on (B)(6) again with resolution of the bleeding. The investigator was not sure if the device was the cause for her pain; again, initially she stated that this was left upper quadrant and left flank pain. She stated this arose several days after the essure procedure was performed; investigator suspicion is that she had a kidney stone. The investigator believe the device was not the cause for her pain, especially considering the onset of pain was left flank, however, according to patient, her pain subsided once device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2018: negative. Urine analysis - in (B)(6)2018: hematuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: severity and reporter causality updated to related for left lower quadrant pain. Severity updated for cervicitis. Event uterine haemorrhage was deleted. Event folliculitis (right axilla) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4). The subject (patient ID: (B)(6) had fallopian tube occlusion insert inserted. This case describes the occurrence of abdominal pain ("abdominal pain"). The subject's medical history included abdominal pain, hematuria and cryocautery of cervix (for continued post-coital bleeding/cervicitis) on (B)(6)2018. Previously administered products included for an unreported indication: depo-provera in (B)(6)2018, depo-provera in (B)(6)2018 and depo-provera in (B)(6)2018. Past adverse reactions to the above products included coital bleeding with depo-provera; uterine haemorrhage with depo-provera; and vaginal haemorrhage with depo-provera. Concurrent conditions included cervicitis. Concomitant products included anesthetics, general from (B)(6)2018 to (B)(6)2018 for anesthesia and clindamycin hydrochloride (cleocin) for cervicitis. On (B)(6)2018, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced abdominal pain (seriousness criterion medically significant). Fallopian tube occlusion insert was removed on (B)(6)2018. At the time of the report, the abdominal pain had resolved. The investigator considered abdominal pain to be unrelated to fallopian tube occlusion insert. The reporter commented: she received a depo-provera injection in (B)(6). On (B)(6)2018 she had the essure procedure performed. On (B)(6) she was complaining of intermittent spotting. This was attributed to the depo-provera injection. On (B)(6) she was seen at her primary care physician complaining of left upper quadrant pain and hematuria. She stated that this discomfort in the left upper quadrant left flank started several days after essure procedure. On (B)(6) 2018 she saw general surgery now complaining of left lower quadrant pain radiating to her lower back. On (B)(6)she was seen by investigator complaining of post-coital spotting and abnormal uterine bleeding. Again the abnormal uterine bleeding was attributed to the depo-provera injection she received in (B)(6).the post-coital spotting was felt to be secondary to cervicitis. On (B)(6) she was again seen complaining now of persistent left lower back pain left upper quadrant pain and now recent onset right lower quadrant discomfort; essure device removal was requested and she underwent a laparoscopic bilateral salpingectomy on (B)(6)2018. On (B)(6) she was seen for her postoperative check and she stated that there was complete resolution of the pain. She however continued to experience abnormal uterine bleeding and post-coital spotting. She underwent a saline infusion hysterosonography which revealed an endometrial polyp; she underwent a hysteroscopy polypectomy on (B)(6) again with resolution of the bleeding. The investigator was not sure if the device was the cause for her pain; again, initially she stated that this was left upper quadrant and left flank pain. She stated this arose several days after the essure procedure was performed; investigator suspicion is that she had a kidney stone. The investigator believe the device was not the cause for her pain, especially considering the onset of pain was left flank, however, according to patient, her pain subsided once device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2018: negative. Urine analysis - in (B)(6)2018: hematuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: investigator causality provided and updated from related to unrelated: he does not believe the device was the cause for her pain, especially considering the onset of pain was left flank, however, according to patient, her pain subsided once devices removed. Company causality updated in agreement with investigator's causality. The case was downgraded to "other event".

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140810001) had fallopian tube occlusion insert inserted. This case describes the occurrence of abdominal pain ("abdominal pain / left lower quadrant pain that radiates to left lower back / right lower quadrant pain"), pelvic pain ("pelvic pain"), cervicitis ("cervicitis") and uterine haemorrhage ("abnormal uterine bleeding"). The subject's medical history included abdominal pain, hematuria on (B)(6) 2018, cryocautery of cervix (for continued post-coital bleeding/cervicitis) on (B)(6) 2018 and uterine bleeding. Previously administered products included for an unreported indication: depo-provera in (B)(6) 2018, depo-provera in (B)(6) 2018 and depo-provera in (B)(6) 2018. Past adverse reactions to the above products included coital bleeding with depo-provera; uterine haemorrhage with depo-provera; and vaginal haemorrhage with depo-provera. Concurrent conditions included cervicitis. Concomitant products included anesthetics, general from (B)(6) 2018 to (B)(6) 2018 for anesthesia and clindamycin hydrochloride (cleocin) for cervicitis. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced abdominal pain (seriousness criteria medically significant and intervention required), 1 month 21 days after insertion of fallopian tube occlusion insert. On an unknown date, the subject experienced pelvic pain (seriousness criterion medically significant), cervicitis (seriousness criterion medically significant) and uterine haemorrhage (seriousness criterion medically significant). The subject was treated with surgery (salpingectomy via laparoscopy). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the abdominal pain had resolved. At the time of the report, the pelvic pain, cervicitis and uterine haemorrhage had resolved. The investigator considered abdominal pain, cervicitis, pelvic pain and uterine haemorrhage to be unrelated to fallopian tube occlusion insert. The reporter commented: she received a depo-provera injection in (B)(6) . On (B)(6) 2018 she had the essure procedure performed. On (B)(6) she was complaining of intermittent spotting. This was attributed to the depo-provera injection. On (B)(6) she was seen at her primary care physician complaining of left upper quadrant pain and hematuria. She stated that this discomfort in the left upper quadrant left flank started several days after essure procedure. On (B)(6) 2018 she saw general surgery now complaining of left lower quadrant pain radiating to her lower back. On (B)(6) she was seen by investigator complaining of post-coital spotting and abnormal uterine bleeding. Again the abnormal uterine bleeding was attributed to the depo-provera injection she received in (B)(6) .the post-coital spotting was felt to be secondary to cervicitis. On (B)(6) she was again seen complaining now of persistent left lower back pain left upper quadrant pain and now recent onset right lower quadrant discomfort; essure device removal was requested and she underwent a laparoscopic bilateral salpingectomy on (B)(6) 2018. On (B)(6) she was seen for her postoperative check and she stated that there was complete resolution of the pain. She however continued to experience abnormal uterine bleeding and post-coital spotting. She underwent a saline infusion hysterosonography which revealed an endometrial polyp; she underwent a hysteroscopy polypectomy on (B)(6) again with resolution of the bleeding. The investigator was not sure if the device was the cause for her pain; again, initially she stated that this was left upper quadrant and left flank pain. She stated this arose several days after the essure procedure was performed; investigator suspicion is that she had a kidney stone. The investigator believe the device was not the cause for her pain, especially considering the onset of pain was left flank, however, according to patient, her pain subsided once device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: negative. Urine analysis - in (B)(6) 2018: hematuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2019: crf pages received. Patient underwent salpingectomy on (B)(6) 2018. Diagnosis for surgery were abnormal uterine bleeding, menorrhagia with irregular cycle, pelvic pain with right lower quadrant abdominal (new events). Surgery to essure removal with general anesthesia, more than 12 weeks post insertion procedure. Investigator does not belive essure was the cause of the pain, but pain resolved after essure removal. We received the lot in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. E24124) inserted. This case describes the occurrence of abdominal pain lower ("abdominal pain / left lower quadrant pain that radiates to left lower back / right lower quadrant pain"), pelvic pain ("pelvic pain"), cervicitis ("cervicitis") and uterine haemorrhage ("abnormal uterine bleeding"). The subject's medical history included abdominal pain, hematuria on (B)(6) 2018, cryocautery of cervix (for continued post-coital bleeding/cervicitis) on (B)(6) 2018 and uterine bleeding. Previously administered products included for an unreported indication: depo-provera in (B)(6) 2018, depo-provera in (B)(6) 2018 and depo-provera in (B)(6) 2018. Past adverse reactions to the above products included coital bleeding with depo-provera; uterine haemorrhage with depo-provera; and vaginal haemorrhage with depo-provera. Concurrent conditions included cervicitis. Concomitant products included anesthetics, general from (B)(6) 2018 to (B)(6) 2018 for anesthesia and clindamycin hydrochloride (cleocin) for cervicitis. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced abdominal pain lower (seriousness criterion medically significant), 1 month 21 days after insertion of fallopian tube occlusion insert. On an unknown date, the subject experienced pelvic pain (seriousness criterion medically significant), cervicitis (seriousness criterion medically significant) and uterine haemorrhage (seriousness criterion medically significant). The subject was treated with surgery (salpingectomy via laparoscopy). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the abdominal pain lower had resolved. At the time of the report, the pelvic pain, cervicitis and uterine haemorrhage had resolved. The investigator considered abdominal pain lower, cervicitis, pelvic pain and uterine haemorrhage to be unrelated to fallopian tube occlusion insert. The reporter commented: she received a depo-provera injection in (B)(6) . On (B)(6) 2018 she had the essure procedure performed. On (B)(6) she was complaining of intermittent spotting. This was attributed to the depo-provera injection. On (B)(6) she was seen at her primary care physician complaining of left upper quadrant pain and hematuria. She stated that this discomfort in the left upper quadrant left flank started several days after essure procedure. On (B)(6) 2018 she saw general surgery now complaining of left lower quadrant pain radiating to her lower back. On (B)(6) she was seen by investigator complaining of post-coital spotting and abnormal uterine bleeding. Again the abnormal uterine bleeding was attributed to the depo-provera injection she received in (B)(6) .the post-coital spotting was felt to be secondary to cervicitis. On (B)(6) she was again seen complaining now of persistent left lower back pain left upper quadrant pain and now recent onset right lower quadrant discomfort; essure device removal was requested and she underwent a laparoscopic bilateral salpingectomy on (B)(6) 2018. On (B)(6) she was seen for her postoperative check and she stated that there was complete resolution of the pain. She however continued to experience abnormal uterine bleeding and post-coital spotting. She underwent a saline infusion hysterosonography which revealed an endometrial polyp; she underwent a hysteroscopy polypectomy on (B)(6) again with resolution of the bleeding. The investigator was not sure if the device was the cause for her pain; again, initially she stated that this was left upper quadrant and left flank pain. She stated this arose several days after the essure procedure was performed; investigator suspicion is that she had a kidney stone. The investigator believe the device was not the cause for her pain, especially considering the onset of pain was left flank, however, according to patient, her pain subsided once device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: negative. Urine analysis - in (B)(6) 2018: hematuria. Most recent follow-up information incorporated above includes: on 10-may-2019: lot number received. Amendment: after internal review, causality assessment was amended. We received the lot in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This female subject was enrolled in a company-sponsored interventional study titled (B)(6) (protocol: (B)(6)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. This case describes the occurrence of abdominal pain ("abdominal pain"). The subject's medical history included abdominal pain, hematuria and cryocautery of cervix (for continued post-coital bleeding/cervicitis) on (B)(6) 2018. Previously administered products included for an unreported indication: depo-provera in (B)(6) 2018. Past adverse reactions to the above products included coital bleeding with depo-provera; uterine haemorrhage with depo-provera; and vaginal haemorrhage with depo-provera. Concurrent conditions included cervicitis. Concomitant products included anesthetics, general from (B)(6) 2018 to (B)(6) 2018 for anesthesia and clindamycin hydrochloride (cleocin) for cervicitis. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced abdominal pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery. Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the abdominal pain had resolved. The investigator considered abdominal pain to be related to fallopian tube occlusion insert. The reporter commented: she received a depo-provera injection in (B)(6). On (B)(6) 2018 she had the essure procedure performed. On (B)(6) she was complaining of intermittent spotting. This was attributed to the depo-provera injection. On (B)(6) she was seen at her primary care physician complaining of left upper quadrant pain and hematuria. She stated that this discomfort in the left upper quadrant left flank started several days after essure procedure. On (B)(6) 2018 she saw general surgery now complaining of left lower quadrant pain radiating to her lower back. On (B)(6) she was seen by investigator complaining of post-coital spotting and abnormal uterine bleeding. Again the abnormal uterine bleeding was attributed to the depo-provera injection she received in (B)(6). The post-coital spotting was felt to be secondary to cervicitis. On (B)(6) she was again seen complaining now of persistent left lower back pain left upper quadrant pain and now recent onset right lower quadrant discomfort; essure device removal was requested and she underwent a laparoscopic bilateral salpingectomy on (B)(6) 2018. On (B)(6) she was seen for her postoperative check and she stated that there was complete resolution of the pain. She, however, continued to experience abnormal uterine bleeding and post-coital spotting. She underwent a saline infusion hysterosonography which revealed an endometrial polyp; she underwent a hysteroscopy polypectomy on (B)(6) again with resolution of the bleeding. The investigator was not sure if the device was the cause for her pain; again, initially she stated that this was left upper quadrant and left flank pain. She stated this arose several days after the essure procedure was performed; investigator suspicion is that she had a kidney stone. However, the pain has resolved. Source document had illegible and missing information that will be confirmed by the company. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: negative. Urine analysis - in (B)(6) 2018: hematuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2019: essure insertion date ((B)(6) 2018); medical history; event outcome and investigator assessment were updated. Case was upgraded to incident. We received a lot number for this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.